Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in their rib region and insufficient pain coverage. Troubleshooting was performed, including reprogramming. It was reported that the patient¿s leads were placed more lateral, which was suspected to be contributing to the reported event. The patient requested explant of their evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda for analysis. The root cause of the reported unintended stimulation in the rib region and insufficient pain coverage could not be definitively determined; however it was reported the patient¿s leads were placed more lateral, which may have contributed to the reported event. The evoke scs system was confirmed to be operating as intended prior to the explant. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include undesirable changes in stimulation sensation and/or location and uncomfortable changes in stimulation (over and/or under stimulation) following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿